Event description:
It was reported that a delivery catheter failed to enter tether mode and also failed to separate from the leadless pacemaker during implant. A replacement system had the same issues, so implant was abandoned. Patient had no consequences.